Event description:
It was reported that during ICD replacement due to normal eri, fluoroscopy revealed externalized conductors. The lead will be monitored.

Manufacturer narrative:
No medwatch form was received.